Manufacturer narrative:
Evaluation summary: the instrument was returned with a misassembled clip track, a damaged anti-backup and a slightly damaged floor. The instrument was cycled and would not feed the clips. The instrument was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported during an unk procedure, the device stopped advancing clips. There was no patient consequence. Used a new one to complete the procedure.